Event description:
It was reported that the implantable neurostimulator was implanted beyond its use-by-date.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3080, lot# l91806, implanted: (B)(6) 2001, product type lead; product ID 3031, serial# (B)(4), product type programmer, patient. (B)(4).